Event description:
A pt experienced what her doctor said presented itself as an allergic reaction after being injected with radiesse. Her face began swelling, hours after being injected with radiesse. No anesthetic was used. Two weeks later the pt asked her doctor to inject additional radiesse to improve her appearance further. Her doctor opted to not use radiesse again. He said that she was injected with radiesse one year ago without a reaction. He felt that she may have developed an allergy to radiesse.